Manufacturer narrative:
This device was discarded and no lot or order was number provided, therefore the complaint was unable to be confirmed. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw which was placed a year ago has fractured.